Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was overfilling the cartridge. Tandem technical support educated the customer that overfilling the cartridge is off label per the tandem user guide. Customer continued to use the existing cartridge. There was no reported adverse impact to the customer¿s blood glucose level.